Manufacturer narrative:
E1 : establishment name : abbvie inc, street : 1 north waukegan road, city : north chicago, state : il, country : united states, zip code : 60064. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It is reported that the patient had dyskinesias and off symptoms. The patient¿s mobility was improved since the start of therapy.